Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as a raw blistery rash on the patient back appearing as shingles. There was no alleged device malfunction contributing to the irritation. The patient applied hydrocortisone cream and the patient's caretaker applied gold bond to the area. The patient's doctor prescribed a lotion for the irritation. The medical outcome is unknown.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as a raw blistery rash on the patient back appearing as shingles. There was no alleged device malfunction contributing to the irritation. The patient applied hydrocortisone cream and the patient's caretaker applied gold bond to the area. The patient's doctor prescribed a lotion for the irritation. The medical outcome is unknown. Supplemental report 10/05/2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.